Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 386 mg/dl. The customer stated that she had a stroke and that was the reason why she had high readings. The customer treated with IV and shots. The customer's current blood glucose reading was 299 mg/dl. The customer declined to troubleshoot. The insulin pump will be returned for analysis.